Event description:
This lead was implanted on (B)(6) 2014 and is still in active implant. A call to technical services was made on (B)(6) 2014 stating that the patient was having high dfts. This rv lead was placed epicardially during bypass surgery. These were attached to the device and dft's were attempted. The patient failed dft. The physician was considering subcutaneous versus traditional transvenous system. There is no decision made yet. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6), tn. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).